Event description:
It was reported that high, out of range hv lead impedance was observed. The rv lead was replaced, but the high hv lead impedance remained. The device was then explanted and replaced, and the impedance measurement was normal. The patient was doing well post-procedure.

Manufacturer narrative:
(B)(4). The reported high hv lead impedance was confirmed in the laboratory. The device was tested on the bench and a transistor anomaly was found to be the cause of the reported high hv lead impedance.